Event description:
It was reported that this patient underwent a subcutaneous implantable cardioverter defibrillator (s-ICD) system explant procedure. (The patient now has a transvenous ICD system in situ for complete heart block and monomorphic ventricular tachycardia, so the s-ICD was no longer required). During the procedure, the consultant opened up the xiphoid incision and generator pocket and released all of the sutures. A screwdriver was used to release the lead and remove the device from the pocket. The consultant proceeded to pull the laterally tunneled lead from the xiphoid incision; however, it was very difficult, and it felt like the lead was caught on something inside. The consultant used a plasma blade to try and dissect a little further; however, the lead was not moving with firm pulling. It was not possible to pull the lead from the pocket incision as the pin part of the lead was now not able to be gripped from the site. There was quite a lot of bleeding, so the consultant requested a cardiothoracic surgeon assisted. The surgeon thought that he felt the laterally tunneled lead was in the thoracic cavity: upon holding the lead tight it was possible to see small movement of the lead with the heartbeat. The surgeon opted to cut the lead (leaving the pin and approximately 7 centimeters of the lead in situ) and the remaining lead including the coil and lead tip came out easily. The plan was to send the patient for a computed tomography (CT) scan to determine where the lead was in relation to the thoracic cavity. The patient was stable throughout the procedure and woke up from the general anesthetic. Following the case, the local area boston scientific field representative reviewed previous CT scans that the patient had in 2020 and 2022 (the patient's original s-ICD system was implanted in 2016 and a new system was implanted in 2021). In 2022 it was clear that the lead was within the thoracic cavity, and it appeared to be very close to the myocardium. However, in 2020 the lead was in a "normal" extra-thoracic position - sitting over the ribs subcutaneously. This highlighted that in 2021 at the box change and lead revision the lead may have been tunneled in and out of the thoracic cavity.

Event description:
It was reported that this patient underwent a subcutaneous implantable cardioverter defibrillator (s-ICD) system explant procedure. (The patient now has a transvenous ICD system in situ for complete heart block and monomorphic ventricular tachycardia, so the s-ICD was no longer required). During the procedure, the consultant opened up the xiphoid incision and generator pocket and released all of the sutures. A screwdriver was used to release the lead and remove the device from the pocket. The consultant proceeded to pull the laterally tunneled lead from the xiphoid incision; however, it was very difficult, and it felt like the lead was caught on something inside. The consultant used a plasma blade to try and dissect a little further; however, the lead was not moving with firm pulling. It was not possible to pull the lead from the pocket incision as the pin part of the lead was now not able to be gripped from the site. There was quite a lot of bleeding, so the consultant requested a cardiothoracic surgeon assisted. The surgeon thought that he felt the laterally tunneled lead was in the thoracic cavity: upon holding the lead tight it was possible to see small movement of the lead with the heartbeat. The surgeon opted to cut the lead (leaving the pin and approximately 7 centimeters of the lead in situ) and the remaining lead including the coil and lead tip came out easily. The plan was to send the patient for a computed tomography (CT) scan to determine where the lead was in relation to the thoracic cavity. The patient was stable throughout the procedure and woke up from the general anesthetic. Following the case, the local area boston scientific field representative reviewed previous CT scans that the patient had in 2020 and 2022 (the patient's original s-ICD system was implanted in 2016 and a new system was implanted in 2021). In 2022 it was clear that the lead was within the thoracic cavity, and it appeared to be very close to the myocardium. However, in 2020 the lead was in a "normal" extra-thoracic position - sitting over the ribs subcutaneously. This highlighted that in 2021 at the box change and lead revision the lead may have been tunneled in and out of the thoracic cavity.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.